Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user tripped and the ilet device sustained a cracked screen, prompting shipment of a replacement and the return of the damaged unit. Symptoms included no reported alerts or alarms and no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continuation of therapy via replacement device. Investigation included collection of event details and coordination of device return for assessment. Investigation of this device revealed physical damage to the display component consistent with an impact event, with no indication of device malfunction prior to the incident. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related damage due to accidental impact.